Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. It was noted that the implantable cardiac monitor exhibited false pause episodes, thereby indicating a diagnostic anomaly. No programming changes were made. The patient is stable and will continue to be monitored.